Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing of the device (second overall sleeve firing), a gold reload misfired on the patient side. The outer row of staples appeared to have formed properly while the two inner rows formed sporadically and intermittently, and several staples remained in their pockets with staple legs exposed. Another device was used for all subsequent reloads without incident; however, the surgeon elected to use peristrips for all subsequent firings which were all gold. There were no patient consequences.

Manufacturer narrative:
(B)(4) - cartridge, drivers, one piece sled. The analysis found that one ple60a device was returned in good visual condition and with an ecr60d cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/6. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be dislodged at left distal end. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was buttressing material used on the firing that had the issue? No. What was the patients gender and bmi? Unknown.